Manufacturer narrative:
Update made to d4: lot #: 60377980 (previously submitted as 60370810). Update made to d4: expiration date: 06/30/2025 (previously submitted as 04/30/2025). H4: the lot was manufactured from may 26, 2022 - may 27, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a single elongated white particle matter possibly of acrylonitrile butadiene styrene material appeared in the fluid pathway of the container 50 ml area and no transparent particle could be observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as, ¿a big and transparent particle¿. This issue was identified during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.